Event description:
According to the distributor's report, the device was used to close a facial laceration. During application the adhesive came out faster than expected and the lateral portion of the eye glued shut. The physician flushed the eye with normal saline, and applied ophthalmic ointment. The eyelids were gently pulled apart. The parents were instructed to continue application of the ointment and some of the adhesive remained on the eyelashes. The patient was referred to an ophthalmologist who concluded that there were no consequences to the patient. He also stated that the device had superficially adhered to the eyelid, and did not get into the eyes.